Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that per the dbs therapy app their ins battery will need to be replaced in 5-6 months, which they thought was too soon. The patient explained that each of their previous ins batteries lasted 3-4 years, and they were told that their current ins battery would last even longer. The patient asked if it was normal that their ins would need to be replaced after only lasting 2 years. Agent reviewed that longevity would depend on usage and settings. The patient stated that they had not changed any therapy settings. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.

Event description:
Additional information was received from the consumer who reported that nothing changed and that they were just checking their battery level when they realized the battery life was down. It was reported that no steps were taken to resolve the battery needing to be replaced, and that it will be replaced in september 2022 or august 2022.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that patient (pt) reported they had been watching their ins battery life the last couple months and now the ins battery was showing "less than 4 months left", pt said they noticed this about (B)(6) 2022. Pt said they were confused by this because the main therapy screen on the dbs therapy app showed ins battery as shaded fully and showed okay and then when they went into the battery details they saw the 'less than 4 months" left. Patient services (pss) reviewed ins battery will show fully shaded and okay until the battery life drops to "below 3 months" and then the battery icon will show one orange bar shaded in and low. Pt said that dr. Said percept battery would last longer than their last ins battery and pt had only changed settings once by 1/10th of a point but at this point the percept battery will only last 2 yrs. Pt said they fell in (B)(6) 2021 and fractured their foot, elbow and hand and had not had a change in their dbs therapy and didn't tell hcp about this/ didn't have device checked after fall. The circumstances that led to the reported issue were asked but unknown. The patient was redirected to their healthcare provider to further address the issue.